Event description:
It was reported that the insulin pump alarmed an error during the prime/fill process. The customer started again the device, but the alarm reoccurred. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test as a result of a loose drive support disk.